Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The patient was presented to the electrophysiology (ep) laboratory for a scheduled implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode. This system failed with three attempts to terminate an induced ventricular arrhythmia. The patient's bmi is greater than 30 and had a dialysis session with normal values the previous day. The device was positioned medial to posterior and the electrode was left of the sternum. The system failed to terminate the induced arrhythmia during the first defibrillation threshold test (dft) with 65 joules requiring external rescue. The second dft test was performed with shock therapy programmed to 70 joules (reverse polarity). Termination of this induced arrhythmia was unsuccessful and external rescue was required. The third dft attempt also failed at 70 joules (standard polarity). The first external rescue was unsuccessful; however, the sustained arrhythmia was terminated following the second external rescue. The local representative commented that the device was more posterior than medial. The post shock impedance measurements following the three dft attempts were 161 ohms, 148 ohms and 142 ohms respectively. The technical service's consultant commented that these very high shock impedance measurements could be indicative of a superficial location of the electrode and device which may account for the high dfts. The physician elected to remove the entire s-ICD system and plans to implant a transvenous ICD system at a later date. The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. High powered microscopic visual inspection of the lead barrel and header of the device noted no irregularities. The seal plug and set screw functioned normally. The device was able to be interrogated and a memory download was performed successfully. Analysis of the device memory revealed no functional irregularities. No battery fault codes or battery usage faults were noted in the device memory. The device had not declared elective replacement indicator (eri) and th battry status was good. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.